Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). UDI was unknown. No product information has been provided to date. The original device history record (DHR) review is no longer applicable as device was manufactured in 2006. No previous service records were found a product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed cracks on the reservoir cover and a damaged display. During functional testing using the reported issue was duplicated, the leak occurred immediately from the bottom of the tank, and the display was damaged. The root cause of the problem was unable to be determined. No action will be taken as the device will be scrapped due to age.

Event description:
It was reported that the device was leaking from tank and the display was broken. No patient injury was reported.